Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected and in drain four at the time of the alarm. The patient felt that they were filling overfilled during the therapy. The technical service representative (tsr) explained the alarm and reviewed the program and therapy log with the patient. The therapy was continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the fill volume (fv) equaled 3000ml, last fv was 3000ml and the dextrose was set to same. The initial drain alarm was set to 0ml. The initial drain volume (dv) equaled was 81ml. The cycle 5 ultra filtration (uf) was 153ml, cycle 4 uf was 3193ml, cycle 3 uf was -102ml, etc. During the troubleshooting, the tsr determined that the initial drain alarm was set too low and for the patient to follow up with the nurse for programming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.